Event description:
It was reported a loss of capture was observed on the right ventricular (rv) lead. The patient was later seen in-clinic, and x-ray imaging was performed which revealed an rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.